Event description:
Reporter initially indicated that a vns patient experienced seizures, below pre-vns baseline. It was reported that the patient was in the "titration" phase of vns therapy, and the physician believed the seizures occurred because the "patient developed additional resistance to medications." The site did not have a programming system for several months, and therefore vns settings could not be adjusted. It was then reported that "recently the patient has been rapidly increasing seizures. They are very concerned because it is getting worse and worse." It is unknown if the patient's seizures are above baseline at the time of this later report. Attempts to obtain additional information have been unsuccessful to date.